Event description:
The customer's wife called to report no delivery alarms and bent cannulas. The wife also stated that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 555 mg/dl. The wife stated that the customer's basal rates were changed prior to the event, due to a new medication he was taking. Troubleshooting was performed. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.